Event description:
The customer reported that the system froze and locked up while sending images to pacs. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. He confirmed dicom verification and transmission with use of single dicom and tested and verified connectivity to pacs server and tested image transfer functionality. The system was tested and found to be working as intended and returned to service.